Event description:
Healthcare professional reported a xen®45 gts post-operative event described as implant curled in unknown eye. Treatment of needling was unable to be performed due to patient discomfort and eye drops were provided. Iop is stable.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.